Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/15/2010 that a customer had an issue with a hemodialysis catheter. The customer noticed leakage and found there was a small hole on the tube below cuff. The catheter was removed and replaced.